Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (check te messages) has been confirmed. Upon investigation, the monitor intermittently failed functional testing. The cause for the failure was isolated a defective ca board. The root cause for the defective ca board was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing a check therapy electrode messages.